Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of inflation/deflation issues was confirmed via product analysis. The pump deflation ball was found to be misaligned. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the during an inflatable penile prosthesis (ipp) surgery, when the physician implanted the pump it would not inflate and deflate. The physician decided to cut it off and replace it with a new one. The procedure was finished with no patient complications. It was further reported that the issues took place during an original procedure. The reason for the inflation and deflation issues was not known as there were no holes, pump collapse or air in device noted. The procedure time was said to have been increased due to these pump problems.

Event description:
It was reported that the during an inflatable penile prosthesis (ipp) surgery, when the physician implanted the pump it would not inflate and deflate. The physician decided to cut it off and replace it with a new one. The procedure was finished with no patient complications. It was further reported that the issues took place during an original procedure. The reason for the inflation and deflation issues was not known as there were no holes, pump collapse or air in device noted. The procedure time was said to have been increased due to these pump problems.